Manufacturer narrative:
Date of birth: patient¿s birthday was not provided, (B)(6) was used based on age of patient. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the catheter broke while using the bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: the catheter tube which was inserted into the body was fractured during extubation.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 30-mar-2022. H.6. Investigation: a device history review was conducted for lot number 1356881. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a sample was submitted to our facility to aid in our investigation. Our engineers noted that the returned device displayed a severed catheter tube. The issue has been confirmed. With the use of microscopic imaging our engineers were able to identify smooth edges on the broken edge of the tubing. Smooth edges such as these are indicative of the catheter tubing coming into contact with a cutting implement, or sharp surface. Based on these observations and the use of the device prior to the discovery of the damage, our engineers were not able to associate the root cause for this event with the manufacturing process.

Event description:
It was reported that the catheter broke while using the bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: the catheter tube which was inserted into the body was fractured during extubation.